Manufacturer narrative:
The e402 analyzer serial number was (B)(6). The sample was requested for investigation.

Event description:
The initial reporter questioned discrepant high results for 1 patient sample tested for elecsys folate iii (folate iii) on a cobas e 402 analytical unit. The initial result was >90.8 nmol/l with a data flag. The sample was diluted 1:10 and the result was >450 nmol/l with a data flag.

Manufacturer narrative:
The sample was received for investigation. The sample was run on a c503 analyzer and tested for interference due to a high protein concentration. The following results were received: iga: 1.48 g/l igg: 12.4 g/l igm: 1.41 g/l albumin: 44.4 g/l total protein: 67.1 g/l based on these results, no high protein concentration was present in the sample. The sample was further tested on an e801 analyzer and an e402 analyzer using folate reagent lot 726877. The sample was run undiluted, with 1:2 dilution, 1:10 dilution, and 1:20 dilution. The following results were received: e801 analyzer: undiluted: 20.0 ng/ml with >test flag automatically diluted 1:2: 40.0 ng/ml >test flag automatically diluted 1:10: 200 ng/ml >test flag automatically diluted 1:20: 200 ng/ml e402 analyzer: undiluted: 20.0 ng/ml with >test flag automatically diluted 1:2: 40.0 ng/ml >test flag automatically diluted 1:10: 200 ng/ml >test flag automatically diluted 1:20: 173 ng/ml the customer's results were reproduced on both instruments. The sample was sent to an external laboratory using the abbott method, and the folate result was > 20 ng/ml. This result confirms the high concentration of folate in the sample. The competitor method confirms the customer's results. Based on the results produced during the investigation, an instrument or reagent issue was not identified. The results generated by the customer were confirmed both by roche and by the external laboratory using a competitor method. The customer used a 1:10 dilution for one of the results. Product labeling states: "samples with folate concentrations above the measuring range can be diluted manually with diluent universal. The recommended dilution is 1:2." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section d4, lot number and expiration date were updated.